Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated patient code (B)(4) is no longer applicable to the event. Info references the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient's charger (insr) was not working. When they tried to plug the connector pin in with the two arrows aligning, it did not go in. Caller stated it would only plug in with the arrows facing the opposite way. Caller confirmed that the prongs on the connector pin seemed bent. A replacement insr was sent. No symptoms were reported and no further complications were reported/anticipated. Additional information was received from the consumer. It was reported that the seizures that the patient experienced were not related to the devices. The poor coupling was due to the recharger pin being bent. The consumer stated that a replacement recharger was sent and resolved the issue. It was noted that the patient¿s therapy was working just fine. The consumer mentioned that they would be sending their old recharger back to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient had poor coupling as they weren¿t able to get any bars. The consumer stated that the bars were empty and that the patient had moved the antenna around all over the place. Troubleshooting steps were performed and the issue was resolved. The consumer was able to use the antenna locate (al) feature to obtain 6-8 coupling bars. No pocket concerns were mentioned as a possible reason for recharging concerns. It was reviewed that the patient should charge over thin material, not bulky clothing, and it was suggested that they try adhesive discs. It was noted that the issue occurred at least six months prior to the date of this report. No falls or traumas were reported that could be related to the issue. It was further reported that the patient experienced two seizures; one occurred about three weeks prior to the date of the report and the other occurred during the first year that they had their device. No further complications were reported or anticipated. Indication for use is non-malignant pain.